Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -9.5/+2.0/112 into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vault. In a separate surgery that day a longer length lens was implanted and the problem was resolved. Cause reported as unknown.